Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right ventricular (rv) lead the lead exhibited undersensing and when placement was attempted in the right atrium the lead continued to exhibit undersensing. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.